Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Per the customer, the sample was discarded. Should additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
This is a case report received through (B)(6) through baxter's (B)(4). A system error 2240 alarm (air in set) occurred on the homechoice during therapy. The patient was connected to the device at the time of the alarm and did not disconnect at any time prior to the alarm. All bags were properly spiked and connected. No patient extension lines were used. There were no open clamps on any unused supply lines. Nothing unusual was noted about the supplies. The pd set wasn't being reused. The patient doesn't have any pets that could have damaged the supplies. The renal nurse sets up the therapy for the patient. The nurse was unsure what might have triggered the 2240 alarm. The patient went to the hospital to finish therapy for the night. Therapy was completed manually. No clinical consequences for the patient have been reported. No sample is available for evaluation.